Manufacturer narrative:
Leads were visually inspected and checked for continuity. Results: both leads were kinked and wire fractures were observed at the location of the kinks. The outer tubing on one lead was cut. Both leads failed continuity testing and all channels measured opened. Conclusion: inadequate stimulation was confirmed. Severe overstressing of the lead caused wire fatigue and breakage. The fractures in the lead wires indicated extreme stress beyond the wires' limits. The source of the stress could not be determined. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported, pt was experiencing stimulation in unsatisfactory areas. Fluoroscopy revealed lead migration. Diagnostics of lead indicated invalid contacts. Leads were explanted on (B) (6) 2009.